Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose. The paramedics were contacted and assisted her at home. The customer was treated with a glucagon. The customer stated she was exercising and went low. She also has been waking up with low blood glucose. The doctor advised her to do a temp basal or put insulin pump in suspend while exercising. The customer blood glucose was 42mg/dl.